Manufacturer narrative:
Device not returned.

Event description:
Reportedly postoperative tee showed insufficiency. The valve was not explanted. Patient had postoperative complicated ic-period and expired due to multi organ failure.